Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations.

Event description:
It was reported that the device had "safety clamp open" alarms. There was no patient involvement.